Event description:
A perclose proglide closure device was partially deployed into the right femoral artery, however the suture could not penetrate the calcified vessel. A second perclose proglide closure device was deployed without difficulty. Rn (registered nurse) notified md (medical doctor) that one of the footplates from the first deployed device was missing. Md was uncertain if it was a manufacturer defect as the device went in and out without any resistance. Doppler signals in the right foot were unchanged. There was excellent hemostasis.